Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation could not be confirmed upon analysis. The lead passed all tests.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. As a result, high pacing thresholds were noted. The lead will be revised on a later date. The lead remains in service. No additional adverse patient effects were reported. Additional information received that the right ventricular (rv) lead was explanted. The lead will be returned for analysis. No additional adverse patient effects were reported.